Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed split in patch area (ss) due to assessed workmanship. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. White calcification observed in the surface of the shell.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, and double capsule. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, and double capsule. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a capsular contracture, baker grade unknown. This relates to the right side. Device remains implanted.